Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was at the hospital accompanying her husband for an unrelated matter when she began shaking and sweating. At that time, the cgm was 100 mg/dl while the bg was 41 mg/dl. Shortly after, the patient collapsed and was taken to the emergency room. The patient was admitted and treated with a fast-acting insulin injection. The patient was discharged later the same day and remained at the hospital for her husband's unrelated matter. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).